Manufacturer narrative:
Patient information was requested but has not been provided. A medtronic representative clarified that the frame was not attached yet and there was an incision already made. The case was a c2-t12 fusion. The surgeon made the incision to expose his work space and that is as far as they went before the o-arm issue. The surgical approach did not change. The surgeon only wanted to navigate t11-t12. He felt comfortable enough not using navigation for the remainder of the levels. A medtronic representative went to the site to test the equipment. It was found that mobile view station (mvs) computer could be manually turned on. The rep replaced cmos battery, set bios settings, and mvs came on when power was turned on, however an oarm app error message displayed. The rep reloaded the software and the system performed as expected. The imaging system passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that during a spine fusion surgery the mvs would not power on. The line power light and system on light were on but the monitor was black. The pendant on the ias stated that it was waiting for mvs communication. The third and fourth reboots were unsuccessful. They proceeded without the use of navigation with a c-arm. There was no reported impact to the outcome of the patient.